Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient had his inflatable penile prosthesis replaced. The reason for replacement was not provided. No patient complications were reported.